Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a false upstream occlusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.(B)(4).

Manufacturer narrative:
(B)(4). Device#2: proglide(part#12673-03,lot# 930296h) is being reported under a separate medwatch report number. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of heavly scarred common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was attempted with the same results. Hemostasis was achieved using a non-abbott device. There were no adverse patient effects reported. Though requested. No additional information was provided.